Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Reportedly, customer's touchscreen was initially unresponsive, however during troubleshooting with tandem technical support, the touch screen became responsive. Customer¿s blood glucose was 218 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.